Manufacturer narrative:
This MDR is the result of an investigation finding- conservative filing. Our quality engineer inspected the sample submitted for evaluation. Bd received one used 22gx1.00in insyte autoguard unit from lot number 3328082. The visual inspection shows that the needle is retracted in the barrel and the needle cover was not provided. The tip of the catheter appeared to be notched, which likely created complications during the insertion process. Your reported issue was confirmed. Since the unit was received out of its original packaging, bd could not determine a definite root cause. We were unable to determine whether the cover or the catheter/adapter were manipulated prior to use (user environment) or was caused by mis-orientation (manufacturing). A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd insyte autog bc global catheter did not thread-- investigation found catheter tip integrity issue. The following information was provided by the initial reporter: issue - went to insert IV, but couldn't advance the catheter through the skin, it was very tough and sheared the catheter. Customer response on (B)(6) . It didn't shear at all, you just can't advance it, it is almost like the catheter isn't tapered enough compared to what it was or not smooth enough that it is getting stuck on the skin. Additional information received on 08oct. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 26/09/2024 and 27/09/2024. 2. What was the impact to the patient? Multiple pokes for an IV. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Negative outcome was that the pt had to be poked more than once.